Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in the right eye (od) at the 3-day post-operative exam. A brief description from the surgery center indicated the dlk was trace to stage 1 dlk on the od. The patient¿s chief complaint was of very painful, watery, and light sensitivity. The patient¿s comments at resolution was feeling a lot better and not feeling light sensitivity or pain anymore. The surgery center reported the patient experienced loss of best corrected visual acuity (bcva). Topical steroid dosage was increased to resolve symptoms. The surgery center reported the symptoms have been resolved. Later at the 1-month post op exam, the surgery center noted pending erosion on the od and a bandage contact lens(bcl) was placed. The patient¿s chief complaint was of cloudy, double vision and commented since last appointment, it was not cloudy anymore. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.75 x -2.00 x 0, left eye pre-op 20/20 -2.50 x -2.50 x 15. Bcva from (B)(6) 2017: right eye post-op 20/30 , left eye post-op 20/60.